Manufacturer narrative:
Patient informatin not provided as no patient was involved in this concern. Software has not been evaluated as of the date of this report.

Event description:
A medtronic ent representative reported that the camera is intermittently tracking some instruments (none specified) and indicated that the spheres show on the screen and then go away. The instruments go to red status, not black. There was no patient present.